Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 344 mg/dl. Customer treated with manual injection. Customer stated that the drive support cap is a little raised. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk.